Event description:
During the initial surgery hemostasis was confirmed and the pt cavity was closed. However, after the surgery, the pt's blood pressure dropped and it was determined that a subsequent surgery be performed. During the subsequent surgery, it was confirmed that some of the staples at the on the distal end of the sulu were not formed properly, which resulted in bleeding. Therefore, another device was used to maintain hemostasis at the surgical site, control the bleeding, and complete the case without further incident. Procedure: heparectomy pt status: no pt injury reported.